Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received multiple inaccurate fill estimates after loading cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin. The customer declined to upload the pump data logs for tandem technical support to perform a log review of the reported events, and declined to perform troubleshooting. There was no impact to the customer's blood glucose level.